Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the male luer does not tighten as it appeared to be tightening but as the spin collar turns, it actually does not tighten. It was also noted that the needle-free connector leaks when blood was drawn or upon disconnection of syringe or IV tubing. Although requested, additional information was not provided.